Event description:
The subject underwent endovascular repair of aaa using the ovation abdominal stent graft system on (B)(6) 2012. The 1 month, 6 month, and 12 month routine follow-ups were uneventful. A type ii endoleak was noted at both the 1 month and 12 month routine follow-ups. The patient returned for the 2 year routine follow-up on (B)(6) 2014, and presented with a type la endoleak and a re-intervention was performed on (B)(6) 2014 to place coils; a small endoleak remained at the end of the re-intervention and the physician elected to continue to monitor the patient. As of the date of this report, there have been no add'l sequelae reported. Because the imaging was not available for review, a definitive root cause for the endoleak could not be determined.